Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer reported that the lp generator was used only for two days with the patient. They have observed that the lp generator was discolored. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the cap of relief valve was broken and occurred gas leak from this point during clinical use issue on the sipap ventilator. The customer confirmed that there was no patient harm associated with the reported event.